Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained oversensing episodes were observed. It was noted that during last threshold check, little higher threshold in both chambers was observed. The outputs were increased in both chambers. Upon reviewing the egms, crosstalk from competitive lead was suspected. Device was reprogrammed with satisfactory results. Patient has not been seen in clinic yet post device reprogramming.